Manufacturer narrative:
The commander delivery system was returned for evaluation. Visual inspection revealed a separation at the nose tip to inflation balloon bond, however, the balloon shaft to crimp balloon bond was intact and no damage observed on the nose tip or the nose tip assembly. No other abnormalities were observed. Functional and dimensional testing was not performed due to the condition of the returned device (inflation balloon to nose tip bond separated). During manufacturing, the commander delivery system including the balloon catheter/final assembly is 100% inspected by manufacturing and quality and the devices are 100% leak tested. The complaint for ¿balloon ¿ separated¿ was confirmed by visual inspection of the returned device. A review of manufacturing mitigation supports that the delivery system has proper inspections in place to detect issues related to the complaint ¿balloon ¿ separated¿. During visual inspection, a separation between the inflation balloon and nose tip was observed on the device. As it is possible that a manufacturing nonconformance (misalignment of the laser during balloon bonding) may have contributed to the complaint event, a CAPA was initiated for further investigation and to track corrective actions. A DHR review was performed and these work orders did not reveal any manufacturing related issues that could have contributed to the reported events. The complaint for was confirmed based on visual inspection of the device. In this case, available information suggests that a potential manufacturing non-conformance may have contributed to the reported event. No labeling or IFU inadequacies have been identified. A review of the complaint history revealed that the occurrence rate did not exceed the july 2017 control limit for this trend category. However, a CAPA has been initiated to further investigate and capture corrective action activities. A product risk assessment has been initiated for risk assessment.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our british affiliate, during deployment of a 23mm sapien xt in an existing sapien valve the balloon appeared to burst. The valve was deployed with good results and post dilation was not required. The delivery system was removed without incident and the patient was stable.